Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of precedex was ordered at 0.7 mcg/kg/min for a patient experiences anxiety. At 1734, the infusion was started at 0.7 mcg/kg/min. At 1741, the infusion rate decreased to 0.07 mcg/kg/min. The following day, the clinician changing the bag of precedex noted an error message indicating the rate of infusion did not match the ordered rate. The patient continued to experience anxiety while the precedex infusion was infusing at 0.07 mcg/kg/min. The patient received 9 doses dilaudid (0.5 mcg) by IV push over a 24 hour period to reduce anxiety. There was patient involvement but no harm.

Event description:
It was reported that an infusion of precedex was ordered at 0.7 mcg/kg/min for a patient experiences anxiety. At 1734, the infusion was started at 0.7 mcg/kg/min. At 1741, the infusion rate decreased to 0.07 mcg/kg/min. The following day, the clinician changing the bag of precedex noted an error message indicating the rate of infusion did not match the ordered rate. The patient continued to experience anxiety while the precedex infusion was infusing at 0.07 mcg/kg/min. The patient received 9 doses dilaudid (0.5 mcg) by IV push over a 24 hour period to reduce anxiety. There was patient involvement but no harm.

Manufacturer narrative:
(B)(4).